Manufacturer narrative:
A hematoma was observed following the implantation of this biotronik device. Therefore, the ICD as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion, there was no indication of a material or manufacturing problem.

Event description:
This system was explanted due to infection. New system was not implanted. Should additional information become available, this file will be updated.